Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 27 mmol/l (486 mg/dl. The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated with correctional bolus.